Event description:
Information received by medtronic indicated that insulin pump fell and was not turning on. Customer stated that insulin pump had crack on the battery side of the pump. No harm requiring medical intervention was reported. Troubleshooting was performed; however, customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged blank display, moisture damage, and cosmetic damage located on the battery compartment. The insulin pump was received with a blank display after battery installation. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or download trace/history files using thump due to blank display. The insulin pump was cut open to perform visual inspection. Corrosion/moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, force sensor, and keypad flex tail assembly. Pcba 1 and pcba 2 were cleaned with isopropyl alcohol with no effect. A test pcba 1 was swapped out and the pump powered up successfully. The blank display is due to moisture damage on pcba 1. Unable to download due to blank display. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, pillowing keypad overlay, stained keypad overlay, cracked battery compartment, and cracked battery tube threads. Cosmetic damage on the battery compartment and battery tube threads are confirmed. Blank display and unable to download are confirmed due to moisture damage on pcba 1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.